Event description:
The user facility reported a 52 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge sidearm cracked after 5 days of use. A purge sidearm bypass initiated which lasted for a little over 12 hours. Then leaking started occurring in red side arm plug which was not able to be remedied. The pump was removed earlier than anticipated at bedside by surgeon but did not require pump replacement or escalation of current therapy. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. The clinical report was reviewed stating that the leak was at the yellow luer but it was unknown if the leak was from the luer or luer bond. However, no bicarbonate was being used. Without the device, the root cause of the purge leak could not be determined. This report is being filed as part of a retrospective review of historical records.